Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft4463 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "during insertion, venipuncture and everything were normal. Guidewire deployed with ease (no resistance or issues). Advancing the wings/deploying the catheter felt a little weird and I felt it somewhat buck. I stopped and tried to retract and the entire device came out of the patient¿s skin looking majorly mangled." No other information was provided.